Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed false positive beta human chorionic gonadotropin (b-hcg) results for one patient while using the architect total b-hcg reagents. The following results were provided. Initial 117.97 (positive), multiple repeats less than 1.2 (negative). No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, instrument log review, labeling review, field data review, and accuracy testing. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. Log review did not identify any issues that contributed to the customer issue. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Review of field data showed the complaint lot patient median value was comparable to other lots in the field and no systematic issue was found. Based on all available information and abbott diagnostics evaluation, no product deficiency was identified.